Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported complaint and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm unit involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the customer reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered 307 errors on the rolling loop. The system did not trigger errors 1126, 31226, and 40084 on the rolling loop but they were confirmed via error logs/system logs. The unit failed on the testing platform as it failed the rolling loop fiber test. The rolling loop fiber cable was swapped with a new one and the errors no longer occurred. The original rolling loop fiber cable was reinstalled, and the errors returned. The unit went through more testing with a new rolling loop cable on the testing platform, and passed all subsequent tests. The root cause of the reported issue was found to be a component failure. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer encountered recoverable faults that would not recover. The technical support engineer (tse) reviewed the live logs and found errors 32114, 31199, 1126, and 40084 on arm1/universal surgical manipulator (usm)1. The tse requested the customer to cycle the system power, emergency power off (epo), and reset the circuit breaker on the patient side cart (psc). The faults returned once the system powered up. The tse requested the customer to recover faults until the system prompted to disable the usm. The customer disabled usm1, the tse informed the customer that only usm2, usm 3, and usm4 were available. The customer continued with the case robotically using the three other arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.